Manufacturer narrative:
(B)(4).

Event description:
Distributor patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal patient experienced on (B)(6) 2015. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.